Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided at the time of the incident. The customer also reported scratches on the screen. Troubleshooting was declined. The insulin pump will not return for analysis.